Manufacturer narrative:
Follow-up #1: date of submission 10/14/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/28/2015 with the following findings: a review of the pump¿s black box showed no evidence of ¿no cartridge detected¿ cs 163 warnings. During investigation, a load step malfunction occurred. During the load step, the piston pushed up until cartridge was empty. During testing, the force sensor calibration was found to be out of specification. The force sensor resistance was also out of specification. The pump case was removed and contamination was observed on the force sensor plate. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Also unrelated to the complaint, an ink spot was observed on display screen. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump was dispensing insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.